Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for the alinity I free t4 reagent and for the complaint lot. However, in-house testing was completed which concluded the complaint lot met acceptance criteria, demonstrating that the lot is performing as expected. Device history review did not identify any issues with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I free t4 reagent lot 65500ud03 was identified.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data: initial test result was 31.14 pmol/l, re-test result was 17.08 pmol/l (customer reference range: 9.01-19.05) per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p70-77 that has a similar product distributed in the us, list number 7p70, with 510k/PMA/bla number k173122. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data: initial test result was 31.14 pmol/l, re-test result was 17.08 pmol/l (customer reference range: 9.01-19.05). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.